Event description:
It was reported via repair work order that the power cord ground pin was bent. It was further reported that the scale was not accurate due to a faulty load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.